Manufacturer narrative:
The information regarding this complaint which indicated that an MDR was required was received on (B)(6) 2011.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber was damaged at the tip at 150,000 joules. No pt injury was reported.